Event description:
Per the clinic, the patient developed a superinfection caused by staphylococcus aureus resistance to augmentin and ciprofloxacin. Subsequently, the device was explanted (not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.